Event description:
Country of complaint:(B)(6). During the discectomy procedure a part of the forcep detached in the body of the patient. After multiple attempts, the surgeon decided to close the surgical wound lumbar. The patient remained under observation and submitted to rx procedure to verify the positioning of the part of the forceps in the superficial soft parts.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2015. Manufacturing site evaluation: product was not provided for investigation so far. There are no hints for product or material deviations. These types of instruments are very sensitive to bending and twisting. Therefore we assume a user related failure is at fault.